Event description:
It was reported that while using bd lsrfortessa¿ so biohazard leaked outside of instrument. The following information was provided by the initial reporter: yesterday I cleaned the bench around it and wondered whether someone had spilt something, and not cleaned up, or whether there was a slow leak. Its seemed ok this morning during setup so at least that¿s telling us its slow for now. Given that the performance is currently neither up nor down maybe its the waste leaking. Was the leak contained within the instrument? Not contained. Was the leak in a customer accessible location? Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak waste line or non-waste line? Non waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No¿. Reportability determination rationale: this complaint is MDR reportable. A,b) leakage of fluids may to lead to a serious injury as it to lead contact of the user or other person including skin, mucous membranes, and eyes.

Manufacturer narrative:
After further review MFR# is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd lsrfortessa¿ so biohazard leaked outside of instrument. The following information was provided by the initial reporter: yesterday I cleaned the bench around it and wondered whether someone had spilt something, and not cleaned up, or whether there was a slow leak. Its seemed ok this morning during setup - so at least that¿s telling us its slow for now. Given that the performance is currently neither up nor down maybe its the waste leaking. Was the leak contained within the instrument? Not contained. Was the leak in a customer accessible location? Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak -- waste line or non-waste line? Non waste line was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No¿ reportability determination rationale: this complaint is MDR reportable. A,b) leakage of fluids may to lead to a serious injury as it to lead contact of the user or other person including skin, mucous membranes, and eyes.